Manufacturer narrative:
The referenced percutaneous lead (driveline) repair performed on 19apr2016 was reported under medwatch MFR report# 2916596-2016-00923. The referenced elevated ldh values was reported under medwatch MFR report# 2916596-2018-04099. Approximate age of device - 3 years, 8 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that while the patient was at home, the lvad system produced multiple pump stoppage alarms. A log file was reviewed by the technical service representative and pump stoppage events were confirmed with one pump stoppage event occurring on (B)(6) 2018 and an additional 6 events on (B)(6) 2018. It was reported that on (B)(6) 2016, the patient received a prior distal end percutaneous lead (driveline) replacement, and that there was not enough length of the driveline remaining to perform a second replacement. On (B)(6) 2018, the on call vad coordinator received notification that patient was having issues with the lvad turning off and on. Spoke with patient who states the lvad shut off and turned back on multiple times. The patient stated the green pump running symbol was not illuminated on the system controller and there are no values for pump flow, pi, or power and speed was 0. The patient became acutely short of breath with the episodes, but once the pump turned back on, the patient felt "ok". The patient confirmed that the lvad parameters returned to baseline values when the system was back on. The patient was instructed patient to come to the hospital for further evaluation and bring all equipment. The following day, during review of the patient's log file data, a pump stoppage event with pump speed dropping to 0 and no numerical values for flow, pi or power were seen. Initially the patient was asymptomatic but as the alarm continued and pump remained off, the patient became anxious, short of breath, and stated having a "shaking" feeling in the chest. Auscultation revealed no lvad hum. Event lasted for about 20 seconds and then pump turned back. Patient was switched to battery power and while connected to one battery and one patient cable to the wall, patient had another pump off event. This second event was shorter than the first and patient was asymptomatic. Instructed floor rn and patient to remain on battery power and the patient also received an ungrounded patient cable. No further alarms occurred. The patient was also noted to have had elevated lactate dehydrogenase (ldh) over last few weeks with a concern for possible thrombus due to the recently elevated ldh. The patient was subsequently admitted for pump stoppage events and elevated lactate dehydrogenase and received a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). However, the evaluation of (B)(6) did not confirm damage to the internal portion of the returned driveline wires that would have contributed to the reported pump stoppage events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The remainder of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), a fixed, laminated thrombus formation was observed adhered around the inlet bearing ball. The concentric layering and areas of denaturation suggest that this deposition developed in this location over an undetermined period of time. A smaller, non-adhered, tissue-like deposition was also observed at the proximal end of the rotor. Although the origin of this deposition could not be determined, it was similar in color and texture to the ring structure surrounding the inlet bearing ball, suggesting that it had broken off the original inlet bearing thrombus. Further inspection revealed a white, fixed, tissue-like deposition adjacent to the bearing ball within the proximal-side of the outlet stator. Its lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely, originally formed elsewhere. Although the origin of this deposition could not be determined, the lack of denaturation suggests that this deposition was not present in the pump for an extended amount of time while the device was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were in the pump during operation, they could have potentially contributed to the reported elevated ldh reported in MFR #2916596-2018-04099. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The returned portion of the driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The clear bionate cover and metal braided shield were carefully removed to evaluate the underlying wires. Visual examination of the driveline revealed no obvious damage to the insulation or underlying conductors of the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.